Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing an infection and skin breakdown. Revision surgery is scheduled. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Correction information: sections: e.1, e.2 & e.3, g.2, b.5, a.1, a.2, a.3, d.1, d.4, h10, h.4, d.6a, d.6b, d.5, h.6. Advanced bionics considers the investigation into this reportable event as closed. This event has been deemed not reportable at this time as the explant due to skin breakdown and infection was reported under report number 3006556115-2021-00279. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.